Event description:
The pt had a tortuous aortic neck with a forty degree angulation. When deploying the top stent, the gold check mark, used for contralateral limb orientation was noted to be too anterior. When manipulating the graft to obtain proper alignment of the gold marker above the aortic bifurcation, the graft dropped down to just above the base of l3. Although the physician was able to advance the graft up somewhat, the graft was deployed too low below the renal arteries. Post angiogram visualized a proximal type I endoleak. A main body extension was placed into position and deployed. Final angiogram noted good placement of the device and a successful exclusion of the aneurysm.